Event description:
A vessel sealer extend did not function properly. During a robotic case, the vessel sealer extend was being used. Per the surgeon, the vessel sealer extend's "blade was exposed", like it had been used too much and no longer was functioning properly.